Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001502 number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve separation occurred. It was reported that the physician pointed out that the sheath had a broken valve while preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for use. The complaint occurred while preparing the sheath, the sheath was not being used on the patient. The issue was resolved by changing the sheath to new one. The procedure was completed without patient's consequence.